Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped on (B)(6) 2017 for high pacing lead impedance and high capture thresholds. The patient tolerated the procedure well and monitoring will continue.